Event description:
The consumer brought the shower chair home. Upon the first use, the front leg allegedly seemed like something was wrong. When she sat on the chair, the legs allegedly collapsed on the chair. Manufacturer spoke with user on (B)(6) 2011 and indicated that they have gone to the doctor's office.

Manufacturer narrative:
Upon the first use, the user felt like something was wrong with the leg of the device. When she sat on the chair, the legs allegedly collapsed and on original contact no injury was alleged. Manufacturer spoke again with user on (B)(4) 2011 who now indicated that since, they have gone to the doctor's office. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse or lack of maintenance or a set up error may have caused or contributed to this incident. If device is returned and the eval establishes malfunction, the decision not to do an MDR will be reviewed.